Event description:
The pt stated he feels that, the piston rod in his infusion device is not pushing insulin through the pump consistently. He stated his blood glucose has been high around 250mg/dl. He stated he has run tests on his infusion device to see if insulin was being pushed through during basal delivery and he said the piston rod did not move. The pt stated, he is certain that it is not an infusion set issue and that the infusion device is not working. The pt estimated that he was only getting 75% of his programmed boluses so he increased his boluses by 25%. After increasing his boluses, his blood glucose remained high. The pt switched to his backup infusion device and his blood glucose control has been good. The pt was visited by a trainer and the trainer indicated that, the pt is not fully unscrewing the cartridge from the piston rod when removing the cartridge causing the piston rod to be pulled. The trainer stated that, each time she programmed a bolus with infusion device, insulin appeared at the end of the infusion tubing. Product was requested to be returned for evaluation.